Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Hip revision dr. Removed a 36 g 10 degree. X-3 liner and 36 +2.5 ceramic head and replaced it with the corresponding mdm g liner and head with a 28 +5 ctaper head because the patient dislocated. It was determined that the liner disengaged from the cup.